Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided. The caller was unable to load a new cartridge. The customer reverted to an alternate pump for insulin therapy. The customer needed no further assistance from cts at the time as they said they could reset the pump and had several alternate pumps to use if needed.